Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a system had no phacoemulsification power. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The cause of the reported event was attributed to the customer plugging in wet handpiece to the system. Instructions were provided to the customer in which they were asked to follow the directions for use (dfu). The system was manufactured on january 5, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the customer mis-use of product by plugging the wet handpiece to the system. (B)(4).